Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon called to report that approximately two years following intraocular lens (iol) implant procedure, the lens has rotated and has a different refraction than what was calculated. Additional information has been request.